Manufacturer narrative:
(B)(4).

Event description:
The doctor reported that an unknown abutment screw had fractured in the patients mouth, and was not able to remove the fractured portion from the implant (xifnt413). As a result the doctor proceed to remove the implant and placed another one.

Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged malfunction is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.